Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had swelling at the implant area and a few surgeries were performed to resolve it. The patient is currently using 8 channels and has benefit from the device.

Manufacturer narrative:
Conclusions: according to the patient report the device was explanted for medical reasons, namely an infection at the implant site causing the implant to protrude through the skin. Furthermore, reportedly the infection caused the implant to migrate down to behind the pinna. However, review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. Additional information as of 25-feb-2019: the middle part of the active electrode lead has been additionally received following re-implantation. The active electrode showed damage to the electrode wires, likely caused by minute device mobility. This finding is in line with the in situ measurements and the report of housing dislocation whilst implanted. This is a final report.

Event description:
Beginning 2 months after implantation the recipient had swelling at the implant area. Intense inflammation with biofilm and discharge was present. A few surgeries were performed to resolve these, which included excision of granulation tissue. A revision surgery was performed on (B)(6) 2017, yet the swelling persisted. During this surgery the implant housing and array were completely removed and re-implanted. The recipient continued to wear the audio processor with appropriate magnet strength 3. The inflammation allegedly caused the implant to migrate down to behind the pinna. Further received information stated that the infection was confirmed. Images taken prior to explantation showed that the device housing has extruded through the skin flap.

Manufacturer narrative:
According to the patient report the device was explanted for medical reasons, namely an infection at the implant site causing the implant to protrude through the skin. Furthermore, reportedly the infection caused the implant to migrate down to behind the pinna. However, review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. Additionally, in situ measurements showed a possible damage to the active electrode that could be confirmed by device investigation, but the point of damage could not identified, as the device was received incomplete. This is a final report.

Event description:
The recipient had swelling at the implant area and a few surgeries were performed to resolve it. The patient was using 8 channels and having benefit from the device. Per additional information received, the presence of infection on he implant site could be confirmed and the device has been explanted.